Manufacturer narrative:
Investigation: the optia device was checked out at the customer site by a tbct service technician. The service tech verified pressures were within manufacturer's specifications. An autotest and saline run were successfully performed with no errors. It was confirmed that the machine was in proper operation per manufacturer's specification. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow up report will be provided.

Event description:
The customer reported that a patient with guillain-barre "coded" two hours into an exchange procedure on a spectra optia device. It was reported that the patient became unresponsive, rinseback was started, and the patient was disconnected from the optia device. The nurse called the rapid response team, and when they couldn't feel a pulse and they called a code. They were able to detect a pulse, and per the customer at no time was the patient pulseless. The patient was reported as developing respiratory failure and was intubated bedside. The customer continued to treat the patient while intubated and the patient is reported as stable. The exchange set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information and correctedinformation in investigation: per the customer, all albumin 5% was used and no fresh frozen plasma (ffp).root cause: based on the clinical findings and investigation, the patient's respiratory failure wascaused by complications associated with the patient's disease state.

Manufacturer narrative:
This report is being filed to provide in investigation:guillain-barré syndrome (gbs) is a heterogeneous condition with severalvariant forms. These acute immune-mediated polyneuropathies are classified under as guillain-barré syndrome. Typically, gbs presents as an acute monophasic paralyzing illness preceded byan infection. Typical clinical features of guillain-barré syndrome (gbs) are progressive, symmetricmuscle weakness associated with absent or depressed deep tendon reflexes. Patients usuallypresent within a few days after onset of symptoms which is most commonly the weakness oflower limbs. Gbs usually progresses over a period of about two weeks at times up to 4 weeksby which time patients usually reach the maximum neurological deficit. If the disease progressesbeyond 8 weeks the diagnosis is chronic inflammatory demyelinating polyradiculoneuropathy(cidp). The weakness is very variable ranging from mild difficulty in walking to completeparalysis of all four extremities, motor cranial weakness to life-threatening respiratory muscleweakness. The latter develops in 10 to 25% of patients necessitating ventilatory support.citation: milind y nadkar, smrati bajpai, manish itolikar .guillain-barré syndrome : a commonneurological entity with myriad manifestations. Japi. March 2013. Vol.61.guillain-barré syndrome is the most common and most severe acute, paralytic neuropathy, withabout 100,000 people developing the disorder every year worldwide. Under the umbrella termof guillain-barré syndrome are several recognizable variants with distinct clinical and pathologicalfeatures. The severe, generalized manifestation of guillain-barré syndrome, with respiratoryfailure, affects 20¿30% of cases. Early initiation of plasma exchange is of proven benefit andcrucial, especially in patients with rapidly progressive weakness.citation: hugh j willison, bart c jacobs, pieter a van doorn. Guillain-barre syndrome. Lancet2016; 388: 717¿27review of the run data file provided by the customer found that the weight in that dlog wasentered as 99 kg, which differed from the information received from the customer, stating thepatient weight was 89 kg. The terumo bct clinical specialist confirmed with the customerthat the dlog was correct. The patient weight entered into the machine was incorrect.the dlog indicated the following run values:replacement fluid at the time of respiratory failure: 5% albumininlet:ac ratio = 10.00procedure time = 166.31 minhct = 55%ac infused to the patient = 364 mltbv @ 99 kg = 5930 mltbv @ 89 kg = 5609 mlactual fluid balance @ 99 kg = 90 ml (~ 1.5 % of tbv @ 99 kg)actual fluid balance @ 89 kg = 411 ml (~ 8.3 % tbv @ 89 kg)max ac infusion rate @ 99 kg = 0.8 ml/min/l tbvmax ac infusion rate @ 89 kg = 0.84 ml/min/l tbvfrom the signals in the dlog, it can be determined that the machine operated as intended andis safe for continued use. The fluid balance remained within +/- 15% for both possible patientweights. There were no pressure alerts or rlad alarms to indicate obstruction/clotting or air inthe set.the optia system calculates the tbv of the patient based on gender, height, and actual bodyweight. The ac infusion rate is then determined by tbv (ml/min/ltbv)and is limited by thesystem to the ac infusion rate selected by the operator. The ac infusion rate may becontrolled, however, by other system limitations. Calculations of the ac infusion rates for theentered body weight and actual body weight for this procedure indicate these are well withinthe safety limits for both possible patient weights and did not contribute to the patientreaction requiring medical intervention.the estimated ac infusion rate for the entered body weight of 99 kg is calculated to be 0.37ml/min/ltbv (364ml of ac/166min/5.930l = 0.37 ml/min/ltbv), which is well below themax ac infusion rate of 0.8 ml/min/l tbv for this procedure.the adjusted ac infusion rate can be recalculated using the tbv calculated based on theactual weight of 89 kg and was determined to be 0.39ml/min/ltbv (364ml ofac/166min/5.609 l = 0.39 ml/min/ltbv), which is well below the max ac infusion rate of 0.84ml/min/l tbv for this procedure.investigation is in-process. A follow-up report will be provided.